Event description:
It was reported that the patients ipg was not working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The allegation of ipg is not working as expected was not confirmed. The implantable pulse generator (ipg) passed all testing and exhibited normal device characteristics. An analysis of the device data logs did not reveal any anomalies related to premature battery depletion. Therefore, this investigation will be assigned a probable cause of no problem detected.

Event description:
It was reported that the patients ipg was not working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.